Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient. The patient stated that she thought her lead moved due to no longer feeling stimulation on the left side. The patient noted that she switched to the right side on the morning of report. It was indicated that it was unknown if the issue was resolved at the time of report.